Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported the pump gave her too much insulin and she went too low about a week and half ago. Customer alleges the pump gave her a bolus or increase in insulin that she had not programmed and she went too low. Customer stated she was incapacitated when she went low and her husband brought her juice and candy. Customer stated she tested her blood sugar and it was 46 mg/dl right at the moment she began to drink juice and consume the candy. She began to feel better soon after. Cartridge and infusion set were discarded. Requested return of the alleged pump and adapter for evaluation; replacement was sent.